Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative the patient had issue post operation and they attempted suicide. The patient was at high risk of neuro-psych issues due to their previous history with an apomorphine pump. After implant, the patient spent many weeks in the hospital to monitor their behavior. It was unknown if any diagnostics or troubleshooting was done or if any actions or interventions were taken. It was unknown if the issue was resolved at the time of this report. No surgical intervention occurred and it was unknown if any was planned. The patient was alive with no injury at the time of this report. The patient's indication for use is parkinson's disease. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.